Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was not impacted. The customer indicated that the cartridge would be changed.